Event description:
Patient reported left side rupture. Breast change, sagging, very mild. Sometimes pain. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture. Breast change, sagging, very mild. Sometimes pain. Device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported unknown side rupture. Device remain implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Breast change, sagging, very mild. Sometimes pain. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Device remain implanted.